Event description:
The operator received a tetanus shot after being splashed with htlv-I/ii positive control. The htlv-I/ii positive control was in a glass tube instead of the plastic control vial that is packaged in. The glass tube broke in the operator's hand and tore through the operator's glove. The operator was unsure if any htlv-I/ii positive control was splashed into the cut on their hand. The operator cleaned the cut and received a tatanus shot. The operator was previously vaccinated for hepatitis b. A baseline serum sample was obtained from the operator and another serum sample will be obtained in 3 to 6 months. No serious injury was reported.